Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.